Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD). It was noted the right atrial (ra) lead was undersensing, causing the ICD to detect the episode as ventricular tachycardia (vt) and shock the patient. Follow up with the company representative indicated reprogramming was done. The device and lead remain in use. No further patient complications have been reported as a result of this event.